Event description:
It was reported that the patient had their left elbow stuck between the bars of the crib rail. The patients elbow was removed from the crib rail and bruising to the left elbow was observed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the patient had their left elbow stuck between the bars of the crib rail. The patients elbow was removed from the crib rail and bruising to the left elbow was observed. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported to the stryker sales representative, that an alleged event occurred when a patient was reaching for an object outside of the cub crib. While reaching through the rails, the patients arm became stuck at the elbow. It was reported that a nurse was able to get the arm unstuck and the patient received a bruise from the alleged event. A stryker quality assurance engineer contacted the customer for additional information about the reported event. The customer reported that there was no malfunction/defect with the stretcher, and that they did not need the unit or other cub crib units evaluated. The customer also reported that the patient only had minor bruising with no medical intervention required. The unit was returned into service and a serial number could not be determined. No malfunction/defect alleged.